Event description:
Problems with IV tubing: (1) tubing not sufficiently connected. (2) fluid will not flow without squeezing chamber or trouble-shooting other connections. (3) tubing retains memory and kinks. (4) crimps where the "thumb wheel" turns it off. 132 inch (335cm), approx 21ml, 15 drop clave, 1 or 2, stopcock.